Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized two days later for the event and it was not reported if the patient was treated for the peritonitis. Pd therapy was ongoing. At the time of the report, the patient had recovered from the event. Additional information was requested, but is not available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13k09020 and h13l15025 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers h13k09020 and h13l15025 will be performed. If there is any further relevant information, a supplemental medwatch will be submitted. This is the same patient as (B)(4).